Manufacturer narrative:
The complaint report stated that there is inconsistent label information on the aviator balloon. This was found at the distribution center; the product was not distributed and no patient injury occurred. As reported, the printed balloon length on the label is 15mm, but the actual length between the marker bands of the balloon is 25mm. The printed balloon length on the ID band and the actual length of the balloon is consistent, as the ID band shows 5mm x 25 mm. The product was neither re-sterilized nor re-packaged. The actual product was not returned for analysis; however, pictures of an aviator plus box labeled 6.0mmx25cm, 142cm, with a balloon catheter inside that was labeled 5.0mmx25mm on the ID band, were received for evaluation. It was confirmed that the aviator plus catheter with the ID band 5.0mmx25mm does not match the label of the box and pouch, which are labeled aviator plus 6.0mmx15mm. One picture shows the dimension of the balloon length, this measure was done mb to mb (approx) and the value was 25mm. Investigation done at the subassembly level reflects no discrepancies or non-conformances regarding mixed components detected during manufacture. The configuration of the product did not present any commingling issue or discrepancy; however, corrections on the scrap quantity were present in the router sheets. After the 6.0mmx15mm product lot was processed, the 5.0mmx25mm was put into the manufacturing line, which led to the conclusion that this is where the mixing occurred. The commingling investigation is based on the unit reconciliation and a subassembly line scheme for aviator plus catheter to see when the mixing issue most likely has occurred. The complaint was confirmed and is considered related to the manufacturing process. The cause of the issue appeared to be related to the combination of two factors: operator error due to inadequate/improper scrap material segregation/reconciliation and a non-continuous flow in the assembly line. The aviator plus balloon catheter assembly line does have controls in place to inspect and verify the information on the ID band and the router sheet. (B)(4) was re-opened to address this type of complaint.

Event description:
The affiliate indicated that there is inconsistent label information on the aviator balloon. This was found at (B)(4). Printed balloon length on the label is 15mm, but the actual length between marker of the balloon is 25mm. Printed balloon length on the inner diameter band and the actual length of the balloon is consistent, as the inner diameter band shows 5mm x 25 mm. The pictures of the failure point were attached in the service request. The product was neither re-sterilized nor re-packaged. The product will be returned for analysis.